Event description:
Reporting status: serious injury - medical intervention/permanent impairment. Reporting rationale: stemi and sub-acute thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that in 2008, two 2.75 x 12 mm promus stents were implanted in the cx and the om. On twelve days later, the pt returned with stemi. Angiography was performed and in-stent thrombosis was observed. The thrombosis was treated with aspiration and ballooning. The pt is reported to be stable. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
The second promus everolimus eluting coronary stent system, part #1009540-12b lot#8030661, and is being filed under the same manufacturer report number.